Event description:
It was reported that the needle did not move forward, indicating a needle mechanism failure. The patient experienced redress and bruising at the infusion site (arm) while wearing the pod between 37 and 48 hours. The patient did not provided blood glucose (bg) levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.